Manufacturer narrative:
(B)(4). Batch #: v94l95. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure an enseal was faulty. While the surgeon was using the device staff reported the device just all of a sudden locked out while dissecting tissue. When the surgeon tried to unlock the device the activation button broke off the device. Staff was finally able to remove device. Nothing was broken off inside patient, no patient harm. The staff opened another like device.

Manufacturer narrative:
(B)(4) date sent: 6/16/2021. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was received with the energy button detached and it was returned. In addition, it was retuned with the cable cut off, due to condition of the device returned not all functional testing could be performed. No issues were noted with opening and closing of the jaws. Although no conclusion could be reached as to how the button detached from the device it should be noted that our manufacturing process verifies the presence and functionality of the device prior to shipping. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. This is a analysis for an image submitted to ethicon endo surgery for evaluation. Image 1: the image provided by the customer is that of enseal handle, where it can be seen that the energy button was detached. The batch can be seen as v94k43. No conclusion could be reached as to how this issue occurred through photo analysis. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveille